Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 43 mg/dl. The customer reported not sure if the insulin pump is working properly. The customer did treat for the low blood glucose level with carbohydrates. The blood glucose level was 380 mg/dl at the time of the incident. The current blood glucose level was 168 mg/dl. The customer did troubleshoot and found additional low and high blood glucose levels of 3:26 pm blood glucose was 59 mg/dl, at 4:13 pm blood glucose was 77 mg/dl, at 8:12 pm blood glucose was 252 mg/dl and at 9:19 pm blood glucose was 372 mg/dl, 11:32 pm blood glucose was 380 mg/dl. The customer bolused 6.2 units 12:24 am blood glucose 342 mg/dl at 2:16 am cannula was changed blood glucose were 391 mg/dl. The customer bolused 6.05 units through new cannula 3:32 am blood glucose was 365 mg/dl customer took a manual injection. The customer reported 6:26 am blood glucose was 465 mg/dl took a manual injection, 8:47 am blood glucose was 296 mg/dl, 10:26 am 254 mg/dl and the most recent blood glucose reading 168 mg/dl. The insulin pump will not be returned for analysis.